Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, procedure the handle was unable to be squeezed and the device did not fire. They used another device to complete the case. No patient injury.